Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device discharged successfully at 120 joules, and was unable to discharge at 150 joules. The device was turned off/on and delivered the shock at 150 joules. Upon an attempt to deliver a shock at 200 joules, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The customer was not able to provide clinical data to assist in the investigation. As a precaution, the high voltage module was replaced. The device was recertified and returned to the customer. No trend is associated with reports of this type.